Event description:
It was reported that there was air in the tubing beyond the air-in-line sensor, but the air-in-line alarm did not activate. Additionally the pump read the remaining reservoir volume at 35ml, but there was 0ml in the bag and a max of 7ml in the tubing. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
B3 event date unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for repair. This device has not been serviced in the past, no service history to review. Visual evaluation of device found no reportable malfunction. Under testing the pump alarmed as expected and the reported problem was not replicated. The pump passed functional and delivery tests. No repairs were performed.